Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(6) 2011 further information was obtained from a non healthcare professional. The event of peritonitis was amended to peritonitis with culture positive for (B)(6). On (B)(6) 2011, the patient was evaluated in the emergency room and was discharged the same day. The patient was not hospitalized. The cause of the peritonitis was unknown. Treatment was unknown. In (B)(6) 2011, the patient recovered.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11b11091, h10l17016 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis. The treatment and outcome for the peritonitis was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. Per the nurse, the event of peritonitis was not related to dianeal therapy.